Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distorted image, image appears to be upside down due to bad charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had a distorted image, which appeared to be upside down. The issue was found during inspection for use. There were no reports of patient harm.